Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, the patient noticed she had larger bubbles about three fourths of an inch in the tubing. It was also reported that the tubing also had smaller bubbles as well. Per patient, it was noted that the cassette was filled with bubbles, subsequently, she was able to remove bubbles form the cassette and she changed her tubing. No patient consequences were reported. No adverse effects were reported.